Event description:
It was reported that this lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, infection and sepsis could not be confirmed via laboratory analysis. However, it was determined that infection is a known inherent risk of the use of the device.

Event description:
It was reported that this lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to infection and sepsis. No additional adverse patient effects were reported.